Event description:
It was reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer declined to change cartridge. No additional information was provided.